Event description:
It was reported that on (B)(6) 2004, the patient underwent plif instrumentation <(>&<)> allograft at l5-s1, tlif at l4-l5. During su rgery, rhbmp-2/acs, peek spacer, mas screws and rods were used. After implanting two, one of the rods was taken out. At an unknown time post-op, the patient developed unspecified injuries due to the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4). Neither the device nor imaging studies were returned nor provided for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.